Manufacturer narrative:
The following corrected event information was received from the reporter: the physician reported that when testing the tip of the fr 6 envoy, he found its margins slightly stiffer than normal, and his suspicion was that the composition of this particular tip was different to others. Therefore, as a matter of reassurance that there is no issue with the fabrication of the lot, he did not use the catheter and returned it to cordis for inspection. There was no separation of the tip, as was previously reported. This was an error. A 6 fr guiding catheter non sterile was received coiled in a plastic bag and the device was analyzed. The "stiffness" reported by the customer was not confirmed, as the device was within all specifications for manufacturing. Based on the information from the reporter and the product analysis, this event does not meet the criteria for reporting per MDR regulations and will be listed in the cordis global complaint handling system as "not reportable." Please update your file accordingly.

Event description:
Small piece of catheter tip came off inside the y connector. Clinician complained of catheter tip being more ridged than normal.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.